Event description:
It was reported that a malfunction occurred on a pump after the customer rode a roller coaster. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, and a follow-up email was sent to the customer.